Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the cause was intensity too high. Decreased intensity and reprogrammed. The issue was resolved. No change in patient weight.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient indicated for the most part the stimulator is helping relieving his pain except certain position. Caller reports patient has lead placement in the cervical. Caller reports when patient turns his neck, he feels jolting sensing and has to decrease his intensity but then loose the effectivity of the stimulation. Caller reports this started about 1 year ago. Patient indicated he has tried different intensity and likes the stimulation between 1.7-1.8ma, 2ma is too much and 1.5ma is not enough stimulation. Caller reports patient has 120pw/1000hz programmed. Suggest trying decreasing either the pw or hz reviewed lead placement in cervical. Reviewed closed loop system.